Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal was placed, the doctor noticed that the anchor of the device had already come out.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on historical data, past complaint records have shown that it is likely that the bypass tube shifted/detached from its manufacturing position either due to improper opening of the aluminum pouch or mishandling after opening. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.